Event description:
On (B)(6) 2013, the subject device was implanted as a replacement of an ovatio device (sn (B)(4)). The sensing threshold on right ventricular has increased from about 0.5mv@0.35 ms (with the ovatio) to about 5mv@1ms (with subject device). Revision was performed; however, the external analyser confirmed a threshold of about 5mv@1ms.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.